Event description:
Insulation tear atrial lead insulation tear was noticed when the generator was being put into the subcutaneous pocket. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).